Manufacturer narrative:
Product analysis: analysis was able to confirm the reported software update issues. A new software update was performed to alleviate the issue. Analysis also noted that there was a deviation between the stylus and the cursor, and the lower hinge support plate was broken. The connection between the printed circuit board (pcb) and the overlay was cleaned and reseated. All damaged parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update. The programmer was returned for service. There was no patient involvement.